Event description:
The co was notified of an alleged event by the pt's family member who reported an adverse reaction experienced by both the pt and pt's family member following an mr scan of the pt. In 2001, the pt was scheduled for an MRI scan of the lower back and knee. The pt was on the mr table and the scan sequence was started; pt's family member was also in the scan room near the pt table with the pt during the procedure. Soon after the scan began, the tech stopped the scan when the pt claimed to experience pain throughout the body, severe cramping, severe headache and dizziness. The pt's family member massaged the pt (back, legs). The tech resumed the scan of the pt's knee. When the procedure was complete, the pt reportedly was again experiencing cramping, pain and could barely walk. In the days following the MRI, both the pt and pt's family member alleged that they have been experiencing pain up and down the spine; dizziness, tinnitis; blackouts; abdominal swelling; vomiting. According to the pt's family member, their family physician cannot determine the cause of their symptoms and he is allegedly suggesting that they are a result of the MRI mechanism and pull/misalignment of the body's neutrons.